Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/1/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Three representative unopened samples that pertain to product code m8725, lot 103urb; one representative unopened sample that pertains to product code m8726, lot 105mh8 and five representative unopened samples that pertain to product code m8726, lot 106ba3 were received for analysis. Due to this mismatch, a further investigation was performed. The lot numbers were reviewed against our system and revelated that the product code m8725, lot 103urb was packaged on october 8, 2024. The product m8726, lot 105mh8 was packaged on january 10, 2025. The product m8726, lot 106ba3, was packaged on february 10, 2025. According to product code m8725, lot 103urb, there was a difference of three to four months between the manufacturing dates of the products. Therefore, these lots were not mixed at our manufacturing site. Additionally, the box was not received. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 7/2/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported when they opened the sutures, there's m8726 inside the boxes sutures. Not the correct ones. No adverse impact patient/user. Device is available for return. No additional information was requested.